Event description:
A customer reported to baxter an issue of misassembled minicap found before use. The customer reported that the foam of iodine was not inside of the minicap. The foam was not placed where it should be. The product has not been used in patients. There was not patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was not confirmed and the root cause could not be determined. A sample evaluation was performed and the povidone iodine was contained in the sponge within the minicap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.